Event description:
It was reported that pump gave cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Customer later received a call from technical support, followed guidance to load new cartridge using proper technique, successfully resumed insulin therapy, and issue was resolved; no additional information was received regarding any further outcome.